Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had an interstim implant last week and just today, the pt lost control of his symptoms. No falls/trauma noted. The pt brought his voltage up, as high as it would go and still was having symptoms. It could not be confirmed if the ins was on or off. Unable to f/u with the contact info provided, hence no add'l info was obtained.

Manufacturer narrative:
(B)(4).